Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent left vocal cord lesion resection. During the operation, the patient was intubated, and on the way to the ICU (critical care medicine), the endotracheal balloon was found leaking. A reset of the tracheal intubation at the bedside was required.